Manufacturer narrative:
Supplemental MDR was opened to submit retraction MDR as the record was approved for void. This MDR is being retracted due to it was findings that there was no allegation against device. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service.